Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes erroneous results were reported. The following information was provided by the initial reporter. The customer stated: "customer reports erroneous results in sst, pst and rst tubes. This issue was reported by nadia ayala-lopez in a 2021 article in clinical chemical acta."

Manufacturer narrative:
H.6. Investigation summary: bd did not receive photos or samples and the material number and lot number are unknown. Therefore, the investigation is limited. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. The observed differences in concentrations for potassium and total protein can be attributed to the different matrix between pst¿ and sst¿. These differences are well known in laboratory science and widely published. The reduced stability of glucose, potassium, ast, and ldh in plasma (due to cellular contamination of the plasma) is also well known and already referenced in the bd vacutainer® evacuated blood collection system IFU: ¿the presence of cells and platelets in the plasma may lead to increased variability and/ or instability of certain analytes that are involved in cell/platelet-mediated metabolic processes and/or are present in higher concentrations in cells or platelets. Analytes that may be affected include aspartate aminotransferase, glucose, inorganic phosphorus, lactate dehydrogenase and potassium.¿. Regarding hemolysis and lipemia interferent testing, the authors added foreign hemolysate and lipemic materials in a specimen pool of plasma or serum samples and compared it to saline-spiked pooled samples. It is well known that hemolytic and lipemic samples can interfere with laboratory testing. Assay sensitivity to these interferences is typically documented in assay method inserts. Laboratories should establish acceptability criteria for blood specimens when performing laboratory tests with hemolysate and lipemic materials. The authors re-centrifuged the samples, which goes against bd¿s IFU, which states that ¿tubes should not be recentrifuged once barrier has formed.¿ re-centrifugation of blood collection tubes with a barrier may lead to mixing of the sample from below the barrier, potentially altering the results. This complaint is unable to be confirmed. Complaints received for this reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes erroneous results were reported. The following information was provided by the initial reporter. The customer stated: "customer reports erroneous results in sst, pst and rst tubes. This issue was reported by nadia ayala-lopez in a 2021 article in clinical chemical acta.".